Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/01/2017 with the following findings: a review of the pump black box data revealed multiple pump reboots. During a visual inspection of the pump, no damage was found to the battery compartment. The battery cap was not returned; a test battery cap secured properly to the pump. There was corrosion observed in the battery compartment. A leak test revealed leaks in the battery compartment. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and moisture damage was found on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.